Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿melted¿ present in complaint. The product was returned for evaluation, however subsequent testing could not verify the complaint of the melted fuse holder on the battery harness. The dealer replaced the fuse harness, and the damaged components were discarded. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. The chair was returned for inspection after service from the dealer. The harness and fuse assembly appeared new. The bottom of the seat, the harness and motor connections, along with all electrical components, had no visible heat damage. However, the joystick was worn with visible impact marks, and there were non-invacare hose clamps on the joystick arm. The front casters were also worn and had impact marks to the side of the caster and fork. The rear anti-tippers were visibly bent and broken. The chair was powered on was functionally driven with no discrepancies. The chair responded to all commands given through the joystick. No charger was returned with the chair.

Event description:
The dealer alleges the fuse holder on the battery harness was melted. No injury is alleged.